Event description:
It was reported that (B)(6) 2025, head nurse of the emergency department, (B)(6), the swg was found kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"on (B)(6) 2025, head nurse of the emergency department, (B)(6) hospital, the swg was found kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one dilator, single-lumen catheter, arrow raulerson syringe (ars), catheter-over needle, introducer needle, and guidewire inside the advancer for analysis. The guidewire was removed from the advancer for inspection. No signs of use in the form of biological material were observed on the guidewire. No defects or anomalies were observed on the guidewire. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The overall guidewire length measured 604 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured 0.790 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through the returned ars with and without the returned introducer needle attached. The guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was not confirmed through investigation of the returned sample. No defects or anomalies were found on the returned guidewire. The guidewire passed all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.